Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in channels and cylinders a root cause could not be identified. Based on the results of the investigation, charged coupled device failure occurred due to flickering image occurred due to charged coupled device failure. The most probable cause for the malfunction is traced to component failure. The most probable cause for white residue in channel and cylinders could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited image flickering during inspection for use. There were no reports of patient involvement